Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump emitted multiple call service 064 alarms during prime step. The reporter was able to complete the load/prime step after cartridge change and pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas and tested by product analysis on 12/03/2014 with the following findings: a visual inspection of the returned cartridge did not find any damages or defects to the luer connection or the o-ring. The reported issue with the cartridge was not duplicated in the investigation.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.